Manufacturer narrative:
H10:a philips authorized service provider (asp) reported the issue was not due to a battery issue, but rather to a failing power switch overlay. The customer elected to contract with a third party service vendor for repair. We are unable to confirm the final disposition of the device because the customer did not provide the requested additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer reporting the v60, after being turned off, restarted automatically without reason and could not be turned off normally. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. Investigation is ongoing.

Manufacturer narrative:
(B)(6). (B)(4).